Event description:
The patient received two leads from the same lot number. It was reported during the patient's procedure to have his scs ipg removed (ref medwatch # 1627487-2014-12426), the patient complained his scs system was not helping relieve his pain. The physician explanted the ipg, but the patient's leads remain implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.